Event description:
Patient experienced a sudden onset of prutitis and increased spasticity "the same day she out stretched her body." She had been on a stable dose of lioresal 2000mcg/ml at 705mcg/day. No significant dose increases had been necessary to maintain efficacy. A reservoir volume discrepancy was reported. The estimated was 11.6ml and the actual was 6.5ml. A catheter dye sttudy was done and reported as negative with all connections secure and the catheter tip at t3 where it should be. No tears, fractures, or kinks were detected. The patient was treated with a therapeutic bolus of medication and supplemental oral baclofen.